Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model mitral valve was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 29mm transcatheter valve was implanted. The patient was doing well.

Event description:
Edwards received information a patient with a 27mm 6900ptfx mitral valve was disabled via a valve-in-valve procedure after 12 years, 11 months, due to unknown reasons. A 9600tfx 29mm transcatheter valve was implanted. The patient was doing well. Per physician, surgical valve performed as intended.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.